Manufacturer narrative:
The perforator was returned for evaluation: device identifier : (B)(4). Failure analysis - the perforator unit was inspected using the unaided eye: a worn "eto" label and slight organic matter was present. IFU testing procedure was performed with no observed anomalies. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release. The unit was found to perform as intended and fulfilled the acceptance criteria. In the failure analysis that was performed, the returned unit was found to work as intended, and met all acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the perforator failed to disengage during a craniotomy. There was no surgical delay and no adverse consequences to the patient.